Manufacturer narrative:
. Diabetes mellitus is a known cause of loss of consciousness.

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that "cgm accuracy" was reported. On (B)(6) 2025, it was reported via sprinklr that the patient experienced a cgm accuracy issue where they reported that the ¿false readings¿ from the cgm device ¿almost put her in a coma¿. No other event details were reported, including medication or treatment details. No other patient or event details were available. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.